Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). The 3.00x16mm promus element¿ plus drug eluting stent was advanced to treat the lesion, however, resistance was encountered and the stent was unable to cross the lesion. Subsequently, it was noted that the stent was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and microscopic examination found no issue with the profile of the devices tip and with the profile of the device¿s markerband and inner. The crimped stent and balloon of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were noted with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). The 3.00x16mm promus element¿ plus drug eluting stent was advanced to treat the lesion, however, resistance was encountered and the stent was unable to cross the lesion. Subsequently, it was noted that the stent was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.